Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 53 mg/dl (emt meter) and 72 mg/dl (aviva meter). Customer was unable to self-treat but was not treated by the emts; was given orange juice by his wife. Feeling did not match results. Requested return of the alleged device for evaluation and replacement was sent.